Event description:
It was further reported that the 95% stenosed target lesion was located in the severely calcified and mildly tortuous superficial femoral artery. The balloon ruptured at the initial inflation. The device was removed intact and the procedure was completed with another of the same device.

Event description:
It was reported that during a balloon treatment procedure, a balloon rupture occurred. As the 5.0x200mm 135cm mustang balloon was inflated the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - device not returned; therefore, analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Patient sex, event date, describe event or problem, initial reporter name and occupation, age at time of event: updated (B)(4).